Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to low, out of range pacing impedances. When the patient was at the revision procedure, the supra ventricular coil was observed within an inch of the device. There was no slack in the lead and there was some migration of the lead over time. A new rv lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to low, out of range pacing impedances. When the patient was at the revision procedure, the supra ventricular coil was observed within an inch of the device. There was no slack in the lead and there was some migration of the lead over time. According to the physician, the rv lead was fractured. A new rv lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.